Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer did not provide details regarding symptoms or treatment of their low blood glucose episodes. It was not mentioned if the auto mode feature was active or not. Follow up has been created. The customer also stated that the insulin pump received a change sensor alert. The insulin pump will not be returned for analysis.